Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and there was a sudden drop in battery voltage noted. Technical support was contacted and advised that the battery depletion appeared to be normal and the remaining longevity estimation at the previous follow-up appointment was most likely overestimated by the programmer. The device was explanted and replaced and the patient was stable with no consequences.